Manufacturer narrative:
Concomitant products: 1388tc lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance and is suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.